Event description:
During cardiopulmonary bypass, the device spontaneously shut off. Upon restart, multiple alarms were observed. The device was replaced and the surgery was completed successfully. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation has begun, but no conclusions have been drawn.